Manufacturer narrative:
We were informed that this lead was explanted and replaced on (B)(6) 2019 due to dislodgement. Attempt at lead revision was unsuccessful. No adverse patient side effects were reported. Should additional information become available, this file will be updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. Cuts in the insulation were observed approx. 49 cm distal to the connector pin, which most likely occurred during the surgery. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were informed that this lead was explanted and replaced on 11/11/2019 due to dislodgement. Attempt at lead revision was unsuccessful. No adverse patient side effects were reported. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented with dyspnea. Oversensing was noted on hm. Lv sensing turned off and vector changed to lv1-rv coil on (B)(6) 2019. Should additional information be received, this file will be updated.